Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, the patient underwent an aortic valve replacement surgery and this 23 mm sjm trifecta valve was implanted. The patient experienced a stroke on (B)(6) 2011 and was treated with heparin. The patient was discharged home on (B)(6) 2011. No additional information is anticipated.